Event description:
Complainant alleged that during a routine shift check by a clinician the device displayed an "error 42" message. Complainant indicated that there was no pt involvement in the reported malfunction.